Event description:
Due to the patient's past history of a heart block and pacer dependency the physician replaced the recalled lead.====================== manufacturer response for lead, ICD, sprint fidelis======================known recall